Event description:
Lower jaw broke off and was left inside the pt; lat/posterior 1cm below joint line. Followed up with x-rays. Shaver used to complete repair.

Manufacturer narrative:
Eval showed the shafts tip/cutting edge has broken off. Without the return of the cutting edge a failure mode cannot be determined.